Manufacturer narrative:
The pt and device coded by the MFR. Results and conclusion summation- product performance engineering reviewed the incident information. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. Without the device to examine, no determination can be made as to the root cause of reported discrepancy.

Event description:
Reporting status: serious injury/permanent damage/medical intervention. Reporting rationale: dislodged stent compressed in vessel wall. Device issue: dislodged stent. It was reported that an attempt was being made to advance the rx vision stent delivery system (sds) through a loop in a graft vessel; however, it would not cross. The decision was made to abort the procedure; however, during the attempt to remove the sds, the stent dislodged from the balloon into the artery. The dislodgement was not noticed until all devices were removed from the patient, on angiogram. The decision was made to compress the stent against the vessel wall with another company's stent and the procedure was ended. The patient is reported to be fine. No additional event or patient information is available.